Event description:
It was reported, that the subcutaneous implantable cardioverter defibrillator (s-ICD) sensing. Was discarding some beats, due to long-short patterns. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 90 millimeters (mm) from the terminal pin, and a deformed and frayed hv cable approximately 17 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 17 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) sensing was discarding some beats due to long-short patterns. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was surgically abandoned and a transvenous cardiac resynchronization therapy defibrillator (crt-d) system was implanted due to changes in the patient's therapy needs. No adverse patient effects were reported.